Event description:
Orthodontic band broke when pt bit into a piece of bread in 2005. Three days later an orthodontist removed the upper bands from the pt's mouth and confirmed infection in pt's mouth near the area of the broken band. The following day pt visited a hosp clinic and was given prescriptions for amoxicillin (antibiotic) and tramadol (non-narcotic pain reliever). Pt has recovered from the infection and is continuing with his orthodontic treatment.